Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation determined that the liner was returned inserted into the shell and could not be disassembled for further investigation and analysis as it could damage the liner. No visible damage was observed on the inner spherical surface of the liner. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k051569. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure the head dislocated from the liner upon insertion. The procedure was completed with a different femoral head. No further information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.